Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose of 36mg/dl. The customer stated his glucose level was 86mg/dl at bedtime, and his blood glucose dropped while sleeping. The wife called the paramedics. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a displacement test and the insulin pump passed the test. No further info was provided.